Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure thrombus occurred. Target lesion #1 was located in the left anterior descending (lad) artery with a reference diameter was 2.1mm and the lesion length was 20mm. Pre-procedure stenosis was 98%. Post-procedure was 2% stenosis. Direct stenting was not attempted. A 3x24mm liberte stent was implanted. A non bsc balloon catheter was also used. Thrombus was identified and required thrombus removal. Target lesion #2 was located in the lad with a reference vessel diameter of 2.1mm and length of 16mm. Pre-procedure stenosis was 54% stenosed; post-procedure was 0% stenosis. A 2.75x12mm liberte stent was implanted. No information if an attempt for direct stenting was made. The procedure was a technical success. The patient was discharged two day after the index procedure without current anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.